Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties and separation of balloon material occurred. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The 8mm x 2.00mm apex over-the-wire was advanced to the target lesion and used to predilate at 10atms. During removal of the balloon some resistance was encountered however, the balloon was successfully removed. Upon removal the catheter was noted to be elongated and the balloon material was torn. The predilation was completed with a different device. An angiogram was performed to confirm that no balloon material remained inside of the patient. The lesion was stented with an unspecified stent and the procedure was completed. There were no further patient complications reported and the patient status is listed as 'fine'.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties and separation of balloon material occurred. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The 8mm x 2.00mm apex over-the-wire was advanced to the target lesion and used to predilate at 10atms. During removal of the balloon some resistance was encountered however, the balloon was successfully removed. Upon removal the catheter was noted to be elongated and the balloon material was torn. The predilation was completed with a different device. An angiogram was performed to confirm that no balloon material remained inside of the patient. The lesion was stented with an unspecified stent and the procedure was completed. There were no further patient complications reported and the patient status is listed as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter. The distal and proximal welds of the balloon were intact and the balloon had been pressurized. Visual and microscopic inspection revealed blood and contrast are present throughout the device and damage to the distal outer in multiple areas. The distal outer was stretched approximately 24 cm proximal from the distal end of the tip and bunched approximately 5 cm proximal from the distal end of the tip and accordianed approximately 12.5-14 cm proximal from the distal end of the tip. The distal outer was also torn longitudinally approximately 17 cm proximal from the distal end of the tip. Microscopic inspection also revealed the inner was accordianed from the proximal end of the proximal markerband to the distal end of the distal markerband. Damage was found on the distal tip, it appeared to be pushed back on the device. The device presented no evidence of material or manufacturing deficiencies that could have contributed to the damage of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).